Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. No adverse patient effects were reported. The lead was not expected to be returned.